Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The phyician attemtped to place a taxus express2 3.0x20mm drug eluting stent to the 80% stenosed lesion located in the moderately calcified, nontortuous mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon withdrawal, the stent came off the platform in the distal aorta. The physician was able to successfully snare it out. The procedure was completed with another stent, unk type and size. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has been received for analysis; however, additional testing has not been completed at the time of this report.